Event description:
Patient has a heartmate 3 lvad. He was seen in clinic for evaluation of vad low flow alarms and below average vad flows which began on a week earlier. Cardiac CT done revealed an outflow graft obstruction. The obstruction was thought related to buildup of materials in within the two layers of the outflow graft, which causes external compression on the outflow. Patient was taken to the or the next day for surgical repair, which was successful, vad flows have returned to baseline.